Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the (B)(6) 2016. Upon investigation, corrosion was observed on the membrane tail, which had damaged the on_button line. This had resulted in an inability to power off the device via the on/off button and had likely caused the device to switch on automatically, as per the reported fault. The faults could not be replicated with a new membrane fitted. This would confirm a failure of the returned membrane. The corrosion observed within the device would indicate the device had been stored outside of the recommended conditions, although this could not be verified by other means (i.e. No corrosion on the screws or usb contact collars). It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new hdf-3500.

Event description:
There was no patient involved in this event. Device switches on automatically.